Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitation e1 initial reporter full name: (B)(6).

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) unit was making a rattling noise while running. There was no patient involvement.

Manufacturer narrative:
Updated field: b4, d9, (g1(contact office, contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions, h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. He investigated the customer¿s complaint with a noisy fan. Fse was able to confirm where the noise was coming from fan 2. Discovered that the fiber optic external cable was just grazing the fan blades. There was no apparent damage to the cable. Rerouted wire harness, and replaced the fan for precautionary purposes. Functional tested without any further failures or issues. Cardiosave services completed. Safety, calibration, and functionality checks to factory specifications.